Event description:
Customer reports receiving a number of false positive results since (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use. Review of the testing data since (B)(6) 2022 identified eight individuals with potentially false positive results. This report is to document one of the eight potential false positive results. See related cases for alternate false positive results. Individual 6: individual received a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24029d, reader sn (B)(4)). Two repeat cue tests performed on the same day provided negative results. No further information provided regarding this false positive event.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.